Event description:
Patient reported the aligners causing their gums to recede and tooth pain. They are not able to get into a dentist office for 8 months, they are on a waiting list.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.